Event description:
New information received notes the patient presented for testing of the patient¿s system including, but not limited to, induction testing. Subsequent to the testing, the physician opted to continue to monitor the patient¿s lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room after feeling the patient¿s notifier. Upon interrogation, it was noted that earlier in the day the right ventricular lead had measured high lead impedance at the time of interrogation this event was reproducible. The patient was asymptomatic and stable throughout this event. The patient will continue to be monitored.